Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17216.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. As received, the 3383 extension was examined microscopically and broken wires were observed in the header. Conductivity testing showed all channels were electrically open. As there were no other visible anomalies or damage to the extension and the invalid impedance was observed prior to the revision, the broken wires are consistent with an overstress condition the extension was subjected to while it was inside the pt. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.